Event description:
Patient reported the buttons on the infusion device do not function correctly. Menu and check button presses are often not registered and the display does not change. The protective rubber on the up and down button is worn, and the buttons have to be held down to register. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.